Manufacturer narrative:
Reported event: complaint reported assembly of impactor to end effector is not engaging and dis-engaging properly. The event was confirmed. Method & results: -device evaluation and results: device evaluation was performed and the restoris pst rio offset shell impactor event was confirmed. -device history review: a review was completed and no related non-conformances to the reported failure were found. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding difficult or inaccurate assembly to end effector as a failure of p/n 209360, l/n 028548. No similar or related failures were found. Conclusions: the restoris pst rio offset shell impactor (p/n 209360, l/n 028548) was evaluated visually and functionally upon receipt and the reported event was confirmed. Physical damage was found at the locking area of the impactor. There was visual evidence of circular indentations at the area. These circular indentations are consistent in shape with the end effectors retaining balls which lock the end effector in place in engaged position. Functionally, the reported complaint was confirmed where the locking of the impactor to the end effector was weak. The impactor did not lock in place in engaged position as it should as it was easily removed in engaged position.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the impactor was not engaging and disengaging properly. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the impactor was not engaging and disengaging properly. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.